Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for an implant using a 7f amplatzer trevisio intravascular delivery system (atv). During the procedure, the left disk of the device went in the left atria in cobra shape. The device was retrieved to check outside the patient. The device was disconnected from the cable and again connected to the cable,while outside the patient still in cobra shape. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The physician decided to used a new 9mm amplatzer septal occluder to complete the procedure. The patient is stable,

Manufacturer narrative:
The reported device deformation was confirmed. The investigation at abbott confirmed the device had cobra conformation upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported device deformation was determined to be a potential product quality issue. Therefore, exception (issue) 132571 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.